Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 6 mm on the non-coronary cusp and landed at 5 mm on the left coronary cusp. Before releasing the valve, a transesophageal echocardiogram (tee) revealed mild paravalvular leak (pvl). The valve was released slowly with forward pressure and the valve rose to a depth of 0 with moderate-severe pvl. Subsequently, a second transcatheter bioprosthetic valve was loaded into a new dcs and was successfully implanted resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.